Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type accessory product ID: hh9020tdd, serial# (B)(6), product type product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain indications. The patient reported that they were getting the reboot system when turning on the handset. The patient had an a10e handset and a j3 wallet so an email was sent to repair department for an a10e wallet. Per the patient once she reboots and connects to the pump, yesterday she would hit the bolus button and while connecting the screen would lag at 50% or 91% for so long, estimated at least a minute, the patient would power off the external devices, power back on, would connect to the pump and the ptm would show the bolus delivered and she was in a lockout. During the call the agent had the patient toggle off wifi and the patient was able to connect to the pump right away without a lag. The patient would monitor and call back if additional assistance needed.